Event description:
Offset reamer handle outer housing is loose. Case type / application: tha 4.0. Update: the screw appeared to be missing from the offset housing. This was discovered pre op with no known patient impact.